Event description:
It was reported that during a laparoscopic hernia repair the device was creating error code 5 during the case on the generator display. A new device was used to complete the case successfully with no pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.